Manufacturer narrative:
Correction to b5: the previously reported sentence: "however, the wire did not track properly and resistance was encountered, so it was removed before insertion into the patient." Should read: "however, the sentrant did not track properly over the wire and resistance was encountered, so the sentrant was removed before insertion into the patient." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was intended to be used during the treatment of an aneurysm. It was reported that during the procedure, an attempt was made to advance the device over a non-medtronic stiff wire. However, the wire did not track properly and resistance was encountered, so it was removed before insertion into the patient. Upon inspection, no problems were identified with the wire's surface. A new sentrant sheath of the same size and lot number was used as a replacement and was inserted without resistance. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the sentrant sheath was prepared according to the usual procedures, including flushing, and no issues were found prior to use. It was confirmed that the second sentrant sheath used in the procedure was inserted over the same guidewire as the first sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.